Event description:
It was reported that both leads exhibited noise. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found full breach insulation degradation at 4.5 cm from the connector pin. The insulation was abraded at 12.6 cm - 12.7 cm from the connector pin which could have caused the reported noise anomaly. The lead damage was consistent with that caused by friction to the device can.